Event description:
It was reported that the customer's pump had an alarm. A self-test was performed and did not pass. Suggested the customer to discontinue the pump use. During the call the contact stated that the customer is currently in the hospital partially due to high bgs. The spouse is not sure exactly the cause.